Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2026, it was reported that the patient underwent surgical lancing (incision and drainage) due to a massive bruise that became infected, requiring hospital admission. The patient was provided with oral antibiotic staphylex capsules & IV drip. The patient stayed at the hospital and was discharged after 3 days. No other details were provided. At the time of report, the patient¿s condition is okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.